Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 1 device was received for evaluation. 1 event was confirmed. 1 event suggests that the blade broke as a result of possible contact with a metal object. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device broke during use. There was patient involvement. 1 event occurred during a total hip procedure, 1 event occurred during an orthopaedic procedure. There was no patient impact.